Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml of lioresal baclofen at 240 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2016, it was reported that there was a suspected issue with the patient¿s pump and/or catheter. During a refill that happened weeks prior, the patient was seen by the hcp for a refill, during which a volume discrepancy was observed. The expected residual volume was 2 ml but the actual residual volume aspirated with 15 ml. The patient was symptomatic (tighter) for underdose and a 30 mcg bolus was given. No response was noted. A week later (right before thanksgiving), the patient had withdrawal symptoms. Oral baclofen was administered, which reportedly helped. The pump logs were checked; no alarms or anomalies were noted. On (B)(6) 2016, the patient was seen again by the hcp and side port aspiration was successful with approximately 5 ml aspirated. The hcp reported that they manually filled the catheter back up with drug and gave a 50 mcg bolus. The patient had a significant response and was described as being lethargic. The hcp indicated that they would continue to monitor and determine the next steps. The patient¿s concomitant medications included oral baclofen.

Event description:
Additional information was received on 2016-dec-08 from a healthcare provider. The troubleshooting performed was a side port aspiration plus a bolus. The logs were also read. The cause of the volume discrepancy was not determined. An exploratory surgery was planned and it was suspected that there was a catheter malfunction. The volume discrepancy and symptoms had not been resolved. The patient was put on oral baclofen and valium as a substitute. The patient had an office visit on (B)(6) 2016 for intrathecal baclofen (itb) adjustment. The patient¿s weight had improved and was weaned from periactin. The patient was still having leg pain, which the nerve was treated last time with fsm (frequency specific microcurrent) with benefit. The patient was going to see pulmonary for increase in asthma symptoms. The patient was otherwise doing well medically. At the last visit, only 20 ml were instilled instead of 40 ml of baclofen in the pump due to low dose. At the visit on (B)(6) 2016, there was a significant amount of itb left in the pump, which was concerning for catheter malfunction as the pump appeared to be functioning normally. They did not do a catheter access, but did increase baclofen pump dose. The patient did not show signs of withdrawal and did have improvement inhis spasticity. A test bolus of 30 mcg was performed to assess whether he had benefit from this. The hcp suspected a need to recheck for catheter port access. The chief complaint was spasticity. The patient¿s gross motor ability was steps with a gait trainer gmfcs (gross motor function classification system) IV. The patient¿s fine motor abilities were listed as drives with left hand, uses sippy cup, doing some more with right hand recently. The patient¿s comprehension was mild cognitive impairment and their expression was speaks in sentences and dysarthric. The patient takes food by mouth and gastrostomy at night. The patient¿s diet included oral plus gastrostomy feedings. The bladder was incontinent, but the bowel was continent with constipation. The patient had strabismus symptoms in the past, some residual. The patient¿s past medical history included epilepsy (hcc) from (B)(6) 2016, cerebral palsy nos ((B)(6) 2009) from (B)(6) 2016, secondary dystonia ((B)(6) 2011), asthma (B)(6) 2016, and chronic lung disease of prematurity (oxygen until (B)(6) age). The patient¿s past surgical history included placed gastrostomy tube, percutan, hernia repair, eye surgery, abductor clip in 2007, itb pump pl acement on (B)(6) 2015, and pump replacement (B)(6) 2016 due to end of battery life. The patient had speech and ot therapies (hippotherapy). The equipment the patient was using included power chair, stander, hospital bed, ceiling lift, shower chair, special tomato seat, and a gait trainer. The patient was taking glycopyrrolate (cuvposa) 200 mcg/ml solution and take 10 ml by mouth three times a day, baclofen (lioresal) 10 mg tablet three times daily, trihexyphenidyl (artane) 2 mg tablet two tabs three times daily, montelukast chewable (singulair) 5 mg tablet daily at bedtime, ibuprofen (advil) 200 mg tablet 400 mg every 6 hours, levetiracetam (keppra oral) 7.5 ml twice daily, polyethylene glycol 3350 (miralax, glycolax) 17 gram packet 1 twice daily, omeprazole (prilosec) 20 mg capsule by mouth once daily, miscellaneous medical supply (feeding tube attachment device), acetaminophen (tylenol) 325 mg 1 every 4 hours, albuterol hfa (proventil hfa) 90 mcg/actuation inhaler inhale two puffs every four hours, loratadine (claritin) 10 mg tablet 10 mg by mouth once daily, beclomethasone (qvar) 40 mcg/actuation 2 puffs twice daily, melatonin 3 mg oral tab one tablet daily at bedtime, and divalproex 125 mg sprinkle cap take 2 caps in am and 3 caps in pm. The general appearance of the patient showed anicteric sclera, poor head control, mild scoliosis, has g-tube, hips held in abduction and slight external rotation, lacking full range, discomfort to palpation of hip and hamstrings, significant trunk lean, mild orofaciolingual dystonia, minimal spasticity and dystonia in both upper limbs, mild spasticity in lower limbs (left >right), mas 2 in left hamstring, shoulder tone 1, elbow 1, wrist 1, forearm pronator 1, hip adductor 1 +, knee flexor 2+, strength 4/5 in upper limbs, sensory examination grosslyintact, plantar response is ext ensor bilaterally, very poor trunk control, and significant kyphosis. The dose adjustment of the 2000 mcg/ml baclofen was changed from 210 mcg/day to 240 mcg/day. The patient had cerebral palsy with spastic quadriplegia, symptomatic generalized dystonia involving upper limbs, trunk and orofacial regions dystonia, gmfcs level IV ¿ self-mobility with limitations, and may use powered mobility. If patient did not respond or had worsened symptoms, they would reassess him when they pursued further imaging and other workup. The patient had allergies to sulfa as of (B)(6) 2009 and vancomycin as of (B)(6) 2015. The diagnoses weresialorrhea, congenital quadriparesis as of (B)(6) 2011, and secondary dystonia. The patient had spasticity since (B)(6) 2015. The patient had an appointment on (b)(6 2016. The patient had some withdrawal symptoms, which emerged after the last visit. The patient was reinitiated on oral baclofen and had been quite comfortable since that time. The patient was getting on average 40-50 mg baclofen per day based on symptoms. The patient had no complaints of pain, but had been sleepier and falling asleep at school. The patient was also taking diazepam (valium) at 5 mg/5ml 5 ml every six hours. There were no changes in the dosages at the appointment, but a 50 ug bolus was administered. A side-port aspiration was performed with lavage of fluid. They were able to pull back 5 ml of fluid. The bolus was programmed subsequent. The initial plan was for send csf; however, this was not done. The patient was very sleepy later. The patient did not benefit from prior bolus at the last visit. It appeared that the catheter either had a microclog or microtear vs pump malfunction. It was unclear whether there was a pump malfunction or catheter malfunction since they were able to easily draw back from the catheter. The logs were read and indicated no malfunction such as motor stall alarm or other indications of malfunctioning. The family was in favor of replacement of the entire system. The patient had somnolence for a number of hours after lavage, sleepier, and was falling asleep at school. It was also reported that the patient had sedation. The patient was a wheel chair user. Once the somnolence improved, the patient¿s spasticity returned. It was not suspected that a medication related event was related to the patient¿s current spasticity symptoms. The physician was suspecting a catheter malfunction and the plan was for exploratory surgical intervention in (B)(6) 2017. X-rays were planned prior to a neurosurgical evaluation.

Event description:
Additional information was received. It was reported that the patient presented with symptoms of withdrawal including increased and fluctuating spasticity on (B)(6) 2016. It was reported that no factors have contributed to the event. A side port aspiration of the catheter access port (cap) done on (B)(6) 2016 and (B)(6) 2017 showed good csf flow. The patient was given oral baclofen at a dosage of 10-15 mg, 3-4 times/day and valium as needed was started on (B)(6) 2016. The intrathecal baclofen dosage had been increased with no change in symptoms. The patient was taken into surgery on (B)(6) 2017. The back incision was opened and cut the existing catheter which was found to have good csf flow. They then proceeded to insert a new catheter and attached it via collet connector to the remaining catheter portion. The issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.